Event description:
During insertion the doctor notices the tip of the dilator is kinked. Another kit has to be used to continue the procedure. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of dilator tip damaged was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator tip damaged was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
During insertion the doctor notices the tip of the dilator is kinked. Another kit has to be used to continue the procedure. No patient harm reported.

Manufacturer narrative:
(B)(4).